Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station shown disconnected while functioning on critical override. A field service engineer reestablished the network cable connection to address the problem. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system shown disconnected while functioning on critical override.additionally, customer mentioned that the patient information was not crossing over. The customer confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.